Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set had disconnected. The cause of the system error 2240 was determined to be the disconnection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. The patient stated that the cassette and transfer set disconnected and then they reconnected and finished therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.